Event description:
During thrombectomy procedure, the arrow mechanical thrombectomy device was used in the arterial side of the fistula several times removing clot material. When approaching the venous side,the device became entangled in a stent. The patient had denied having any procedures on the fistula since his original surgery, so it was unclear where the stent came from. Patient had to be taken to surgery for vascular cut down to remove the device.